Manufacturer narrative:
While an angiogram was utilized to verify the tip of the device was distal to a recently placed stent before expanding the disc, an angiogram of the sheath after the exchange was not noted to be taken to verify position of the disc before collagen deployment. It should be noted that imaging is specified in the IFU to locate the sheath position and arteriotomy location. Imaging allows the user to assess the severity of the vascular disease, vessel tortuosity, vessel diameter and identify the presence of an existing stent or other implant at the arteriotomy site. In addition, based on the reported incident it does not seem that the device was properly placed against the artery wall as there was still bleeding from the access site. The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained/available. No device malfunction was reported. Conclusion: based on the information available for review, the potential cause was that fluoroscopy was not taken to verify the collagen position in respect for the arteriotomy. As a result, collagen was deployed / partially deployed in the vessel resulting in vessel occlusion requiring intervention. Additional procedural factors such as sheath exchange, insertion of closure device in conjunction with the degree of the vascular disease and condition (calcification near the arteriotomy site) may have been contributing factors to this event but this is unknown

Event description:
Vascade was inserted through the procedural sheath. Fluoro was used to confirm that the nitinol tip was distal to a recently-placed stent before expanding the disc. The sheath was removed and the disc was brought to a point where hemostasis was achieved along with the tactile feedback reminiscent of the disc being at the arteriotomy but an additional fluoro was not performed to determine that the disc was at the arteriotomy. There was a slight intermittent ooze that dissipated after reorienting the disc. The collagen was exposed, disc collapsed and removed, and manual pressure applied for 5 minutes to achieve hemostasis. Arterial blockage was suspected due to weak distal pulses and by viewing under ultrasound. Arterial blockage was confirmed by angiography. The patient was placed on a heparin drip and sent to surgery for embolectomy where a blockage the size and shape of the collagen plug was removed from the artery. Bounding distal pulses were confirmed immediately post-surgery and next day. The patient is well.